Event description:
It was reported that patient's ipg programmer displayed message indicating that battery was nearing end of life. The device is providing therapy. It was noted that patient utilizes tonic stimulation and a high burst setting. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. A system displaying ¿low battery warning¿ message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.